Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received an inappropriate shock and presented to the emergency room. Upon interrogation, double-counting was observed in event egms and right ventricular lead dislodgement was suspected. Fluoroscopy confirmed lead dislodgement. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.